Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator. It was reported that the patient wasn't able to charge her implantable neurostimulator (ins) and the controller was showing unable to recharge and no device found screen. She was able to get connected but the connection was immediately lost. The cord where it enters the circular part was extremely hot. No symptoms were reported at the time of the event. There were no further complications or anticipations reported with this event.

Manufacturer narrative:
H3: product ID 97755 lot# serial# (B)(6) was returned for analysis and found there was intermittent connection failure. Analysis was unable to duplicate the complaint of heating up. After charging for 8 minutes it did not get warm or hot. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.